Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in threshold and a decrease in sensing was noted. The patient received inappropriate therapy due to the due to sensing anomaly. The lead was destroyed during extraction and will not be returned to sjm.